Manufacturer narrative:
Product analysis: photos of the explanted valve was sent to medtronic. Based on the review of the photos, the valve was distorted (oval shaped). All leaflets and commissures were intact. Conclusion: a definitive conclusion based on the received photographs is difficult to determine. However, distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure, leading to poor hemodynamic performance. Exactly when and how the distortion occurred cannot be determined; however, per procedure, each hancock ii valve is inspected for distortion, and this valve passed this inspection prior to release for distribution. (B)(4).

Manufacturer narrative:
Correction: the manufacture date has been correct to 10-8-2012; this was previously reported incorrectly as 11-7-2012.

Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned or additional information be received, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
Medtronic received information that 2 days post implant of this bioprosthetic valve, the patient died. It was reported after the valve was implanted, the hemodynamics were not good after the heart was restarted. The physician suspected that the valve was possibly oppressing the coronary artery opening due to the patient anatomy (a small ascending aorta and aortic ring). The valve was explanted and non-medtronic valve was implanted. This information was received from the patient¿s family approximately 11 months post procedure, when the family called an information hotline in china to ask for the device registration number. The family did not know the cause of death. It was reported that the patient had aortic stenosis, pulmonary hypertension and mild tricuspid incompetence. No further information was provided.

Manufacturer narrative:
Without the return of the valve for analysis, a root cause of the event could not be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hemodynamics-related failure mode is addressed in the current device risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.